Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female nurse reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the pieces of tampon broke off inside her vagina and the device was not used further. She stated that the event happened daily. She also stated that she used the device for eighteen years without any adverse events. The outcome of the event was unknown. The report had a non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female nurse reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, she noticed that the pieces of tampon broke off inside her vagina and the device was not used further. She stated that the event happened daily. She also stated that she used the device for eighteen years without any adverse events. The outcome of the event was unknown. The report had a non serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: no valid lot number was provided and no sample was received. Due to the unavailability of the sample the particular alleged defect could not be confirmed. The analyst reviewed manufacturing process, design, package and product changes associated with these categories and found no adverse trends. Review history over the period of (B)(6) 2010 to (B)(6) 2012, noted increase number of ncs recorded for defects related to fibers tufting at the dome or at the base for o.b. Tampons leading to the initiation of documenting the investigation, root cause and appropriate corrective actions for this issue. This is currently in the effectiveness check phase. Monitoring of complaint trends will continue. This report remains a reportable malfunction case in the united states.